Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
We had another argon PICC made by argon rupture. It was a 2.8f single lumen. Lot# 11405481.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for review. However, there were three units found in inventory for this lot number. To try and duplicate the reported issue, one of the inventory samples was tested by the analyst by connecting a 10ml water filled syringe and clamping off the distal end of the catheter tubing. The catheter burst at the printed area of the silicone extension just above the oval disc. Without the affected sample from the customer, a definite root cause for the rupture cannot be established. It cannot be determined if the catheter was exposed to high pressure due to an occlusion or if the catheter came in contact with a sharp object. Due to the mock testing results with the unit found in inventory, the remaining units for this lot number were put on hold for ncr review. Argon will continue to monitor for recurrence.

Event description:
We had another argon PICC made by argon rupture. It was a 2.8f single lumen. Lot# 11405481.¿.